Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stretch vl ureteral stent was implanted in the bladder & kidney (exact date unknown). According to the complainant, after the procedure, the stent migrated into the bladder. The patient was brought to the operating room (or) to remove the stent. Attempts to obtain additional information regarding the circumstances surrounding this event and ascertain the patient's condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.